Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. An asymptomatic patient was brought into the clinic for further troubleshooting. A device download was performed successfully.